Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [discarded by hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the tip of the cannulated driver fractured while tightening the screw. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Previous investigation into this issue, had identified that the root cause of this failure is related to plastic deformation as a result of the design of the device. The drivers have been designed to twist before the fracture of the screw. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.